Event description:
Rn caring for patient attempted to perform a straight catheterization to obtain urine specimen. The catheter folded over on itself. Writer took a new, clean, catheter and tried to perform on manikin, and same thing happened.